Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, snubber board, and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a low kv error and the image would flicker during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.